Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine if the device malfunctioned and resulted in vein laceration. We have requested for additional information to the operating surgeon. As of (B)(6) 2020, we have not yet received a response from him. Until product is returned from the hospital, we remain inconclusive on the exact nature of the complaint. Further information will be conveyed upon receipt of the sample.

Event description:
The blades of the valvulotome cut 5 mm of the vein while removing it from the patient's vessel.

Manufacturer narrative:
We have received the complaint device for evaluation. However, we were unable to confirm any malfunction with this device during our evaluation process. All of the blades actuated properly when the green handle was pushed. Likewise, when we pulled the green handle, all of the blades entered properly into its retainer slot. We were unable to confirm any defect when we actuated and closed the blades into its retainer multiple times. The distance between the tip of the sheath and bottom of the retainer was measured to be within specification. We observed a kink on the sheath at the tip of the y-connector. However, the kink did not affect the device functionality. Based on our device evaluation, it is possible that the root cause of this defect is related to the anatomy of the patient's vein or the operator's manipulation of the device during use. We have requested the operating surgeon to provide us with additional information relating to this incident. As of july 27, 2020, we have not received any response from him. The IFU provides a series of instructions to users to prevent vein laceration that can occur due to user error. The IFU warning includes: do not insert the lemaitre valvulotome into a vessel or extract from a vessel in the open position. Do not open or close the lemaitre valvulotome while in a coiled configuration. Do not pass the lemaitre valvulotome or lemills valvulotome through a vessel that has undergone synthetic grafting or contains implants. Do not rotate the lemaitre valvulotome in a vessel. Do not use device for valvulotomy unless the target vein is fully distended by arterial blood flow (due to anastomosis of artery to vein) or by saline injection. Inspect blades for damage and alignment prior to use. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
The blades of the valvulotome cut 5 mm of the vein while removing it from the patient's vessel.